Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove the used cartridge from the pump during the load process until prompted on the pump screen. Device not available for evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was not following the proper load process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 85 mg/dl.